Event description:
It was reported the patient¿s pain stimulation device had been removed. The patient stated it was removed due to infection, she believed it was the site around the battery pocket. The device was removed in the month of august, but the patient was not sure of the year. The patient guessed 2006. The device manufacturer¿s representative (rep) was aware on (B)(6) 2015. There was no device issue reported. There was no outcome reported. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 377760, lot # n0046562, product type lead; product ID 37742, serial # (B)(4), product type programmer, patient; product ID 3708340, serial # (B)(4), product type extension. (B)(4).